Manufacturer narrative:
Pump had blank display and constant tone alarm due to moisture damage on electronics. Failure analysis was unable to verify unexpected restart alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer also reported the insulin pump was buzzing. Customer stated they have replaced the battery 3 to 4 times. Customer's current blood glucose was 140 mg/dl. The customer also reported they were prompted to reset the time and date and rewind the insulin pump after the alarm occurred. Customer also called back to report the insulin pump would not power on. The customer agreed to return the insulin pump for analysis.